Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "low vacuum" (aspiration issue). A nurse reported the unit was having a delay in phacoemulsification to the cortex. The surgeon indicated during cortex of one case the vacuum appeared lower than normal. On the second case (a planned anterior vitrectomy), the surgeon indicated again that the vacuum was low. All cases were completed without delays. There was no patient or procedural impact.

Manufacturer narrative:
A company service rep examined the system. The top of the system was replaced because of a crack. The staff was given an inservice on how to find a vacuum leak. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).